Event description:
During an electrophysiology procedure using a viewflex xtra ice catheter, the tip of the catheter fractured. While manipulating the viewflex xtra ice catheter in the heart, the physician noted via fluoroscopy the tip was bent. The catheter was removed and inserted, revealing the tip was bent and cracked. The viewflex xtra ice catheter was removed with no difficulty and replaced to complete the procedure with no consequences to the pt.